Event description:
A false low advia centaur xp psa result was obtained on a patient sample. The patient sample was tested again twice after centrifugation and the results were higher. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp psa result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked the hydraulics, wash manifold, acid, base and wash circuits. The cause for the discordant advia centaur xp psa result is unknown. No conclusion can be drawn. The calibration and quality control were acceptable at the time of runs. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of total psa in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Total psa determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not predict disease recurrence solely on serial psa values."